Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported that an unspecified number of syringe 10ml ll s/c 200 experienced volumetric inaccuracy. The following information was provided by the initial reporter: material no.: 302995 batch no.: 8150909 . Verbatim: as per customer syringe are not meeting the volume precision needed. A 10 ml give to them 9.7 ml. This give them a impact on med. Administration.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll s/c 200 experienced volumetric inaccuracy. The following information was provided by the initial reporter: material no.: 302995, batch no.: 8150909. Verbatim: as per customer syringe are not meeting the volume precision needed. A 10 ml give to them 9.7 ml. This give them a impact on med. Administration.